Event description:
The reporter states that the event occured during procedure "removing balloon from guide catheter after inflator; shaft kinked and broke while connected to indeflator ". It also states that the patient was discharged home.

Manufacturer narrative:
A review of the DHR has been performed and the lot is within specifications.